Manufacturer narrative:
The company replaced the power supply. The unit was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported the power supply in the dpm central station burned. No details to how the power supply burned was reported. No pt injury was reported.